Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and the implantable pulse generator (ipg) exhibited invalid data via the cardiac compass. The ipg remains in use. No further patient complications have been reported as a result of this event.